Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient/child underwent a double blind post market surveillance study pediatric sternal closure procedure and the suture was used. The surgeon opined that the suture has relatively poor absorption in observation. No further information is available.